Event description:
In 2008, the sales rep reported that during a kit inspection, it was noticed that the screws were missing from the instrument. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
This event did not occur in surgery. Product is an instrument, and is not implantable. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.